Event description:
It was reported that during a laparoscopic colon procedure, the handpiece was set aside with an unk problem. The customer used another handpiece for the procedure, the rep tested the handpiece and received error 5 with test tip and test button. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 5 to occur.